Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin (1250 units/ml at 1250 units/day) via an implantable pump for unknown indications for use. It was reported that the pump was having the pump programmed to off state on (B)(6) 2022 due to the fact that they found an incidental hepatic artery occlusion. It was noted that the pump was being turned off due to a problem with the medtronic device or therapy. No symptoms/patient complications were reported.